Event description:
It was reported that the patient fell onto his back where the implantable neurostimulator was. Following the fall, the patient experienced a shocking or jolting sensation that lasted for approximately ten minutes. The patient could not find his programmer at the time and the shocking persisted until his wife found the magnet to turn the device off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 7434-e, serial# (B)(4). Programmer: model 7434a, serial# (B)(4). Extension: model 7495-51, serial#, implanted: (B)(6) 09-25, explanted: na. Lead: model 3487a-33, lot# l51549, implanted: 1998 (B)(6), explanted: na. Extension: model 7498-66, serial#, implanted: 1999 (B)(6), explanted: na. Lead: model 3888es4, lot# n24256, implanted: 2002 (B)(6), explanted: na. Neurostimulator: model 7425, serial# (B)(4), implanted: 2006 (B)(6), explanted: na.